Event description:
It was reported that during surgery, the e6 error appeared multiple times and the drill overheated. The anspach drill was swapped for its backup to continue the procedure with a delay of less than 30 minutes. No other complications were reported. This is the first of two cases.

Manufacturer narrative:
The anspach drill used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev. B. The reported problem was not confirmed. The drill functioned and no errors presented. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿overheating of device" and "e6 error¿ identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed a contributing factor may have been a lack of irrigation of the bur. Based on the investigation, no further containment or corrective action is recommended or required at this time. Our reference number: (B)(4).